Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging difficulties. The underwent an ipg explant procedure. Explanted ipg will not be returned.